Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect platinum filter. Occupation: non-healthcare professional. PMA/510(k) k171712. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect platinum filter on (B)(6) 2015." Patient outcome: it is alleged that the "[pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."

Event description:
Patient allegedly received an implant on (B)(6) 2015 before the lowest renal vein due to post deep vein thromboses. Patient is alleging vena cava and organ perforation, tilt, blood clot right legs and removal of legs. (B)(6) 2019, per a report from computed tomography (CT); ¿findings: a bard g-type ivc filter is again noted. The filter apex is cranial. The filter is tilted and the apex extends out of the ivg, piercing along the right lateral wall. The struts are intact anti all struts are also seen piercing through the vena cava walls. A single strut abutting the abdominal aorta is also again noted. There is no migration or invasion of adjacent structures. All these findings are unchanged from the previous exam.¿

Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation. Appropriate term/code not available (3191) was selected for the alleged device tilt. Investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava (vc)/organ perforation, tilt, blood clots right leg and removal of legs, have been added to those investigated below. The reported allegations have been further investigated based on the information provided to date. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported removal of legs is directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation the following allegations have been investigated: anxiety, worry, limited activity. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported anxiety, worry, and limited activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant in (B)(6)2015 due to deep vein thrombosis (dvt). The patient alleges perforation abutting the abdominal aorta. The patient further alleges anxiety, worry, and limited activity. (B)(6)2018, per a report from computed tomography 2; ¿the filter is tilted to the left with its proximal cone against the ivc wall. The anterior strut penetrates 0 mm through the ivc wall. The left strut penetrates 5 mm through the ivc wall. The posterior strut penetrates 5 mm through the ivc wall. The right strut penetrates 12 mm through the ivc wall. A left sided arm penetrates 10 mm through the ivc wall.¿